Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their initial drain. The cause of the alarm was due to a use error, more specifically, the patient was not connected when they initiated therapy. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to dispose of the current supplies. The patient was to start therapy over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.